Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was unknown. Troubleshooting was performed. Customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device constantly alarmed motor error then alarmed e70 during the rewind test due to loose/protruded drive support disk causing the motor shift out of position, allowing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. No damage noted on the motor home switch. The motor was tested outside of the device and passed. Unable to perform the displacement test, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test, the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to constant motor error alarm. Unable to test for a33 alarm due to constant motor error alarm. Device also had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.